Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 2. On an unspecified date, the patient returned with increase mr with a grade of 3. Echocardiogram found that the lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). On (B)(6) 2018, an additional clip was implanted between the medial and central clip, reducing mr to 1-2. The patient left the procedure in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a the reported single leaflet device attachment (slda) appears to be due case circumstances. It is likely that the patient anatomy contributed to the reported slda, as it was reported that the leaflets had a large prolapse. The reported recurring mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.